Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/17/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following results:a review of the pump¿s history showed two unexplained reboots on 02/15/2014. The battery compartment and cap were intact; and the pump was able to power on with the returned battery cap. The pump was exercised for 24 hours with no alarms. The pump cover was opened and no internal defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The pump emitted a low battery alarm and then battery was replaced before the pump lost power, and then in the second incident the pump emitted a replace battery alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.